Event description:
It was reported that the bd venflon IV cannula 20g needle would not disengage. The following information was provided by the initial reporter: hospital is using venflon I for the last many years when I visited on (B)(6) 2023 dr (ICU intensivist) complained that on duty doctor during IV cannulation felt very resistance while removing the stylet from the catheter due to which they are facing difficulty to perform cannulation.

Manufacturer narrative:
The manufacturing location for this product is bawal, india. This site is not registered with the FDA. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: a photo was returned for the reported issue of ¿needle penetration difficult / painful needle disengagement difficult¿ with lot number 3041281 regarding material number 391593. In the photo, the packaging can be seen. Retention samples were used for the investigation. The device history review (DHR) of material number 391593 with lot number 3041281 was checked and there was no quality notification found on this lot number from its production date to its dispatch on date. The investigation and simulation were carried out on a retention sample where the investigating team has visually tested the sample for needle penetration difficult / painful needle disengagement difficult and no such type of defect was found in the retention sample. The exact root cause can only be determined if we receive the original sample. The root cause cannot be determined. The complaint cannot be investigated further. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. See h10.

Event description:
It was reported that the bd venflon IV cannula 20g needle would not disengage. The following information was provided by the initial reporter: hospital is using venflon I for the last many years when I visited on (B)(6) 2023 dr (ICU intensivist) complained that on duty doctor during IV cannulation felt very resistance while removing the stylet from the catheter due to which they are facing difficulty to perform cannulation.